Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2020 a patient had an angel prp injection and is now experiencing an adverse reaction. The part/lot number of arthrex product is currently unknown.

Manufacturer narrative:
Additional information received: the facility reporter confirmed that the received medwatch report (mw5100885) is for the event recorded in case (B)(4). Abs-10061t (lot: 0227105760) was the product used during the (B)(6) 2020 procedure. The angel kit was used during a left open osteochondral autograft to talus with biocartillage. The patient developed an osteomyelitic infection at the surgical site and was admitted to the hospital for three days for treatment including two washouts in the operating room and antibiotics. The facility reporter stated the facility's infection prevention department investigated the issue, and came to the conclusion that the infection was not related to the use of abs-10061t.